Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred when the scope was connected to the light source and before the start of the procedure. The problem occurred prior to beginning a procedure. The procedure was completed using a different device. There was no patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair department confirmed the failure of the patient board. Since the board is driven when the 190 scope is connected, the control signal communication between the scope and the processor cannot be performed due to failure of an electronic component on the scope communication signal line of the board, resulting in a b30 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a faulty cr board was found, causing a b30 error when tested with olympus series 190 scopes.

Event description:
Olympus was informed of a report of a communication error generated. There was no patient injury or harm, associated with the problem, reported to olympus.